Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving a shock. Device interrogation revealed that the right ventricular lead was oversensing leading to inappropriate shock. Fluoroscopy showed that the lead was pulled. Physician decided to reposition the lead, but was unable to unsrew the lead. After several failed attempts, the physician elected to explant and replace the lead. Patient was stable post procedure.